Manufacturer narrative:
(B)(4).

Event description:
It was reported that the capacitator maintenance charges were aborted due to oversensing during a routine follow-up. Programming changes were recommended and the device will continue to be monitored.